Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that a user experienced hyperglycemia with blood glucose rising from approximately 180 mg/dl to 400¿463 mg/dl over several hours while using the ilet system with an inset infusion set; the customer care agent suspected a bent cannula and advised an infusion site change, and the user planned to replace the set upon returning home. Symptoms included elevated blood glucose. Outcomes included user-initiated monitoring and delay for automated insulin adjustment to take effect, with no reports of hospitalization or injury. Investigation included user troubleshooting and education by support personnel. Investigation of this case revealed that the cause of the hyperglycemia was unclear, with a possible infusion set or cannula issue discussed but not confirmed. It was concluded that the event was consistent with hyperglycemia of unclear cause, with no device alarms reported. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.